Manufacturer narrative:
No medwatch form was received. A partial lead with only the connector pins and trifurcation portion were returned cut in four segments. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during device upgrade, noise was observed on rv lead. No abnormalities were noted via diagnostic imaging. All electrical parameters were normal. The lead was capped and replaced.